Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. While splitting the sheath, after some centimeters, the sheath stopped splitting and resistance was felt. The physician withdrew the thumb advancer slightly, cut a little with the scalpel, and continued the sheath splitting to the end. The physician completed the starclose procedure and closure was achieved. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the exchange tube has what appears to be two significant bulges in the sheath. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."